Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A review of all batch record documents was performed for potentially associated lot number h13f25025 and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The same day as onset, the pt was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. On an unreported date, dianeal therapy was discontinued. On an unreported date, while hospitalized, the pt was switched hemodialysis (hd). The pt was discharged from the hospital after four days. At the time of this report, the pt was not recovered from the peritonitis. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.